Manufacturer narrative:
The active blunt probe was returned to the manufacturer for analysis, and through analysis the issue was able to be duplicated. The returned probe had no color and the leds appeared to be glazed over. When connected to a known good system it was found that led #3 was not firing. Otherwise, the probe returned good geometry and divot error readings. It was determined that there was an electrical failure with the returned probe. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had a damaged active blunt probe. One led light of the probe's long cable went out. There was no patient present when this issue was observed. It could not be determined if the instrument passed verification.